Event description:
Boston scientific received info that during the initial implant procedure, this right atrial (ra) lead reportedly dislodged prior to pocket closure. The ra lead was successfully repositioned at that time. One day post implant, the ra lead was found to be dislodged again. An invasive revision procedure was performed and the ra lead was extracted and replaced. Upon visual inspection of the ra lead, an area of hard and bunched up silicone was observed approx eight centimeters from the lead tip. No adverse pt effects were reported during the procedure.